Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a partially broken reservoir tube lip, end cap address label faded, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and a minor scratched lcd window. The pump was unable to perform the displacement test due to missing retainer.

Event description:
It was reported that the reservoir compartment was damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.